Event description:
It was reported that during f/u, interrogation of the device revealed episodes of oversensing and the physician reprogrammed the device. It was later reported that the rv lead was capped and the ICD was explanted.

Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.